Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip appliers instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the instrument failed on numerous occasions when applying clips. The medium-large clip applier instrument was removed and inspected with several attempts after which also failed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: all known information was provided during submission of the initial RMA.